Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 7; 5521-b-700; mvwl. Triathlon ps fem comp #8l-cem; 5515f801; sy9py. Tri cemented stem 12mmx50mm; 5560-s-112; lot# unknown. Triathlon asymmetric x3 patella; 5551-g-350; 5tp9. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
"Patient original surgery was (B)(6) 2015. Patient developed infected knee [infection reported by surgeon, unknown if confirmed by pathology]. Removed [indicated] implants and put in an antibiotic spacer."